Event description:
The patient contacted animas on (B)(6) 2013 reporting that the insulin on board (iob) feature is not showing nay amount even after bolusing 5.25 units just before the call. The bolus history revealed completed for full amount from meter with correct time/date. Iob feature turned on and status screen 2 confirmed iob was 0 with completed bolus. The patient reports she had a low blood glucose (bg) of 53 mg/dl yesterday and was sweaty. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There is no reported adverse event with this complaint. This report is made based on the allegation of the insulin on board issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.